Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d9, e1, e2, e3, g2, g3, g6, h2, h3, h4, h6, h11. The device was returned sealed in the tray. Visual inspection of the product showed the battery pack had leaked white debris from the batteries throughout the tyvek tray. Further inspection of the battery pack found the plastic was warped on the outside of the pack. On the interior there was leaked electrolyte throughout the pack from all of the batteries. Some of the electrodes had been pushed out toward the edge of the pack, probably by force of the leakage. There did not appear to be any damage to the wiring of the pack aside from leakage of the electrolyte. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) g2 foreign: iceland. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery it was identified that there was something, appearing to be fluid, inside the pulsavac tray. There was no report of harm or delay. Diligence is in process. No additional information has been received. No adverse events were reported as a result of this malfunction.